Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012338858); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx plus valve; product ID: evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Subsequently, the valve and delivery catheter system were inserted into the patient, and the valve was implanted. Failure of the access site closure device was observed, and a left ventricle perforation was noted. Subsequently, the patient's condition began to decompensate. A sternotomy was performed and cardiopulmonary resuscitation was initiated; however, the patient passed away. Per the physician, the cause of death was the left ventricle perforation and the valve contributed to the patient's symptoms. The procedure was delayed by approximately 7 to 8 hours.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the iliac artery is where the vascular injury occurred. Per the physician, the cause of the injury to the iliac artery was due to the non-medtronic closure device. Additionally, the physician indicated that it was inconclusive about the exact cause of the access site injury but it was possible that the dcs and guidewire did contribute to the access site injury or the patient had vulnerable anatomy.

Manufacturer narrative:
Updated data: b5. H11. Continuation of d10: product ID {gwbc30}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received that the guidewire used was a medtronic guidewire.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed due to calcification. Subsequently, the valve and delivery catheter system were inserted into the patient, and the valve was implanted. Failure of the access site closure device was observed, and a left ventricle perforation was noted. Subsequently, the patient's condition began to decompensate. A sternotomy was performed and cardiopulmonary resuscitation (CPR) was initiated; however, the patient passed away. Per the physician, the cause of death was the left ventricle perforation and the valve contributed to the patient's symptoms. The procedure was delayed by approximately 7 to 8 hours. Additional information was received that a retroperitoneal bleed was also observed and contributed to the death. Per the physician, the possible cause of the left ventricle perforation was an unconfirmed guidewire. The perforation was first observed during the sternotomy and treated during the open heart surgery. Additionally, the right femoral artery, with a minimum diameter of 6.5 mm, was used as the access site for the dcs. Surgical cutdown was provided for the access site injury. The CPR was initiated post-procedure. No additional adverse patient effects were reported.